Event description:
It was reported an external blood leak was observed originating from the connecting tube of a prismaflex m150 set during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the return line is perforated. The reported leak is due to the observed line perforation. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.